Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent herniorraphy on (B)(6) 2018 and suture was used. During the procedure, the suture broke. Another unit of the same suture was used to complete the procedure. There were no adverse patient consequences reported.